Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Reported via sales rep: "patient operated 2004. During (B)(6) 2013 the patient was hit by a closing train door and pain arose. Xray a few months later showed a fracture on the stem."

Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was not confirmed. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: it was reported that the patient was hit by a closing train door and xray a few months later showed a fracture on the stem. While the event description indicates that the patient had suffered an injury a few months earlier the exact cause of this event could not be determined based on the information available. Further information such as post operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause.

Event description:
Reported via sales rep: "patient operated 2004. During summer 2013 the patient was hit by a closing train door and pain arose. Xray a few months later showed a fracture on the stem."